Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that there was an error message on the display, burning odor, and smoke coming from the sd card area. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.